Event description:
Reporter alleged blood glucose measured 436 mg/dl back to back with a result of 165 mg/dl using a different vial of test strips when testing was performed 5 minutes apart. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.